Event description:
It was reported that during a laparoscopic gastric bypass procedure, while using two devices pneumo leaked from around the seal cap. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. The devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.